Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 42 mg/dl. Customer¿s current blood glucose level was in the range of 55 to 60 mg/dl. Customer reported that they had using auto mode feature from last six months but from the month of july, insulin pump did not do the automatic. Customer was treat with the piece of candy or cracker with peanut butter. Customer declined to troubleshoot for low blood glucose level. Customer reported that the sensor stopped working. The insulin pump will not be returned for analysis.